Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient went to the emergency room and the event happened in (B)(6)2017. Additionally, the hcp thought the patient wanted the pump out. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that patient had drug allergies of: codeine, fentanyl, and percocet (oxycodone hydrochloride and acetaminophen). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-mar-21. It was reported by the patient that "her pump has been broken for just about a year." She wanted to have her pump removed but was unable to do so because of financial constraints. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that there was a volume discrepancy and the patient knew the volume information. It was reported that starting in (B)(6) every time the doctor would go to put the baclofen in the pump, before they put in new medication, they would pull out 18-20 cc of the old medication. This happened three times since (B)(6). It was stated that ¿none of the baclofen is going into the body¿ and that the healthcare professional (hcp) could not put in new baclofen so the patient¿s ¿quality of life¿ was ¿awful.¿ it was noted that the hcp recommended the patient to have a ¿side test¿ done but the patient did not have the money required for the test. No one (the manufacturer's representative or the neurosurgeon) was calling the patient back and the reason for the call was to get assistance with getting the side test done. The number for the patient advocate foundation was provided. It was noted that the patient couldn¿t ¿do baclofen orally¿ because the patient couldn¿t stay awake. It was related that the patient took some baclofen orally the other day (last thursday (B)(6) 2017) and the patient¿s daughter couldn¿t wake the patient up because of the baclofen. No further complications were reported or anticipated.